Manufacturer narrative:
A tear was observed on the soft cannula and fluid was observed exiting the tear. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 363 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Trace ketones were also present. As treatment, pod was removed and a new pod was applied.